Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including bench testing and ECG stressing testing without duplicating the report. The device was recertified and returned to the customer. The mulficuntion cable used was not returned as part of this investigation. It was recommended that the customer discard the multifunction cable used in the event as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.